Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 522 mg/dl and a trace of ketones was present. Cause of elevated bg was not known. Customer changed the cartridge and infusion set. Manual insulin injections were administered to address bg. Recommendation was made for customer to discuss event with their healthcare provider.